Event description:
The customer reported to olympus that the 200 micron tfl single use fiber had the fiber laser wire break during use and burned through the insulation of the flexible scope. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation and had no plan to. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility or customer.

Manufacturer narrative:
The customer was contacted three times for additional event information and product return. No response was received. The device history record could not be reviewed; the lot number information was not provided. The device was not returned for evaluation. Without device return, a definite probable cause cannot be identified. Olympus will continue to monitor field performance for this device.